Event description:
Upon receipt of the product, it was discovered that this was a different item than originally assumed. We had previously assumed it was an m. Blue plus system (fx804t). We subsequently determined that the clinic had put together its own system consisting of an m. Blue (fx800t) and a progav 2.0 shunt system (fx643t). No patient harm was reported. The investigation of this complaint has been completed. Same event as med watch no.: 3004721439-2025-00309.

Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valves was determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in vertical/ or both the horizontal as well as the vertical positions. The results show that the m.blue is operating within the accepted tolerance in the vertical position, but not within the specified tolerances in the horizontal position. A slower outflow of m.blue could be determined. Adjustment test: the m. Blue valve was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valve, deposits were found in m. Blue. Results: based on our investigation results, we can determine a slowed outflow and adjustment difficulties. The determined deposits can be named as the cause for the functional deviations. Proteins in the cerebrospinal fluid can influence the function temporarily and are known side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Manufacturer narrative:
Manufacturing site evaluation: device is still implanted. A revision is scheduled. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
On 08/14/2025, miethke received the information about a complaint regarding a m. Blue plus (fx804t) from the inselspital bern. The hospital reported that the implanted valve could not be adjusted. Currently, the m. Blue plus is still implanted. No patient harm or injury was reported as a result of the malfunction at the time of the report. The revision procedure of the valve is planned on (B)(6) 2025.